Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with case cracked behind the pump near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump was cracked. The customer¿s blood glucose level was 157 mg/dl at the time of incident. The insulin pump will be returned for analysis.